Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The supplies were changed to address the event. Reportedly, another occlusion alarm occurred and a system check was performed and the infusion tubing was identified as a possible cause. However, customer was using apdira insulin. Customer's blood glucose ranged from 281-289 mg/dl. Recommendation was made for the customer to revert to manual injections until customer contacted a healthcare provider (hcp) regarding switching to humalog insulin.